Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. Device evaluated by MFR.: a synergy ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis. The stent was detached from the sds and was not returned for analysis. The manufacturing data for this device was reviewed and no anomalies were highlighted. The maximum crimped stent profile was found within specification. The balloon body was reviewed and no issues were noted. There were crimp markings evident on the balloon body indicating overall crimp contact between the crimped stent and the balloon at the time of manufacture. A visual and tactile examination of the hypotube profile revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip profile was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 10apr2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 3.50 x 24 synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.